Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the high impedance and increased stimulation was not determined. The patient was programmed around the high impedances and the issue was not resolved as only reprogramming was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they noticed increased periods of stimulation. An impedance test was run and many electrodes came back with high impedances. The patient was programmed accordingly and the issue was not resolved at the time of the report. The indication for use was non-malignant pain.